Event description:
Fluoroscopy ercp biliary order did not transfer to omega worklist after pressing the query button. Samsung ipad would not connect to wi-fi and small monitor on the right to the 2 computers would not turn on. Attempted to shut down and turn system down multiple times but the same issues as stated above still happened. Manually put pt's name, dob, and mr number. Md tested fluoro and it worked but unable to save pictures and no accession number.